Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/15/2021. H.6. Investigation: bd received 8 unopened samples from the customer for investigation. The samples were evaluated by functional testing and the indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter: translated to english. The customer stated: there was "blood exposure during venapuncture using a flashback needle." Customer report: "I was taking a patient¿s blood and while blood was filling tube, blood splashed from around needle/puncture site onto my arm, patients clothing and desk. I have taken 13 sets of bloods over my last 2 work days and have only had that one incident with the splash of blood/blood exposure. The patient was male with large bouncy veins, easily accessed. The needle was in place at the time the blood splashed out." The phlebotomist advised that the tourniquet had not been released while the venapuncture was being performed. The splash was at point of insertion into the patients vein. The blood splashed onto the phlebotomist fore arm just above her glove (the sa health internal whs protocol was followed. Her skin was in intact and was incident deemed low risk)."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter: translated to english. The customer stated: there was "blood exposure during venapuncture using a flashback needle." Customer report - "I was taking a patient¿s blood and while blood was filling tube, blood splashed from around needle/puncture site onto my arm, patients clothing and desk . I have taken 13 sets of bloods over my last 2 work days and have only had that one incident with the splash of blood/blood exposure. The patient was male with large bouncy veins, easily accessed. The needle was in place at the time the blood splashed out." The phlebotomist advised that the tourniquet had not been released while the venapuncture was being performed. The splash was at point of insertion into the patients vein. The blood splashed onto the phlebotomist fore arm just above her glove (the sa health internal whs protocol was followed. Her skin was in intact and was incident deemed low risk)."